Event description:
It was reported that the patient presented for lead revision for reasons unknown. Documented noise and a circuit damage alert were present in the ICD pre-procedure. The system was explanted.

Manufacturer narrative:
A partial lead with the connector pin measuring 18.2cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.